Event description:
It was reported that the patient has liquid coming out from implant site. It was also reported that stimulation was inadequate and changes with posture.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient has liquid coming out from implant site. It was also reported that stimulation was inadequate and changes with posture. Additional information was received that the patient was advised to use an abdominal binder for compression as physician thinks it is a csf leak. No further course of action will be taken at this time.